Event description:
It was reported by the plaintiff's attorney that "in approximately 2006" the plaintiff was implanted with "pelvic mesh products" to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that plaintiff "suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor and bleeding." The plaintiff's attorney also alleges the plaintiff "has experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
It is unk if this implant is an ams pelvic mesh product or another MFR's product. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.